Event description:
The following information was provided: metal ring fell out. Case type / application: tka 2.0. Update from mps - the inner collar is the piece that broke and became detached. The entire collar.